Event description:
During a cardiopulmonary bypass procedure, the roller pump speed was observed to spontaneously change from 4.5 lpm to 3.5lpm. The flow rate was readjusted by the user and the procedure was completed without further incident. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not begun.